Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. The procedure was procedure was aborted. The system was restored and reorganized for operation. The product malfunction couldn't be verified, and the case was closed without resolution due to the customer's refusal of service. No work perform by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.